Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.

Event description:
According to the reporter, the device was in the back of the ambulance while they were transporting a patient when the medic heard a "pop" and then saw smoke; the device was not on at the time. The report continues that, about three minutes later, he saw more smoke and, so they removed the device from the back of the ambulance and left it on the ground. The supervisor was dispatched to the location and, according to the reporter, when she arrived she saw a small fire coming from the device. There were no adverse effects to anyone reported as a result of the incident with the device.